Event description:
Product received at incoming inspection with cover caps off inside the sealed pouch. The caps were no longer over cautery head and activations switch. There was no activations of any device.